Event description:
A customer reported that during a vitrectomy procedure, the system shut down on its own and could not be restarted. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the power supply. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).